Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no patient records, sequential x-rays, operative or hospital notes were provided for review. A letter from the surgeon with some operative details was included but had obvious language barriers. In short, a patient with an accolade stem and unidentified head, sustained a disassociation of the head from the stem. Metallosis was noted at revision with trunnion wear. The trunnion appeared worn on x-ray and was noted to be ¿thinned¿ in the or note. A revision was performed that required a femoral osteotomy. The head was not identified but is likely an lfit v40 cocr. Event confirmation: a revision surgery can be confirmed. A disassociation of a head from a stem can be confirmed. The head implant type cannot be confirmed. Root cause: the root cause for the revision was disassociation of a head from a stem and metallosis/trunnion wear. The reason for the metallosis/trunnion wear cannot be determined. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that' 'during normal walking, the hip prosthesis broke.''. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no patient records, sequential x-rays, operative or hospital notes were provided for review. A letter from the surgeon with some operative details was included but had obvious language barriers. In short, a patient with an accolade stem and unidentified head, sustained a disassociation of the head from the stem. Metallosis was noted at revision with trunnion wear. The trunnion appeared worn on x-ray and was noted to be ¿thinned¿ in the or note. A revision was performed that required a femoral osteotomy. The head was not identified but is likely an lfit v40 cocr. Event confirmation: a revision surgery can be confirmed. A disassociation of a head from a stem can be confirmed. The head implant type cannot be confirmed. Root cause: the root cause for the revision was disassociation of a head from a stem and metallosis/trunnion wear. The reason for the metallosis/trunnion wear cannot be determined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following was reported "''during normal walking, the hip prosthesis broke.''